Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent system was used during an esophageal stent placement procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was to relieve a stenosis caused by a malignancy. The patient anatomy was not dilated prior to stent placement. During the procedure, the stent was deployed at the target site. However, the physician encountered resistance when removing the delivery system. Reportedly, it seemed as if the deployment suture had become caught in the stent. The physician cut the proximal end of the deployment suture and the delivery system was removed. No visible issues were noted to the device. The distal section of the deployment suture was left inside of the patient. The physician had planned to remove the suture at a later date but it was confirmed endoscopically that the deployment suture had separated from the stent. The physician expects the suture to pass naturally and no additional intervention was performed. There were no patient complications as a result of this event.

Manufacturer narrative:
Although the patient's age was not reported, the patient was reported to be over 18 years of age. (B)(4) for the reported event of stent catheter difficult to remove. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.